Event description:
It was reported that during the loading process, the bottom of a cadd ms3 cartridge fell out, spilling all the medication out. That was the last dose of medication the patient had on hand. Patient was instructed to go to the hospital since the patient was completely out of medication and cannot be without remodulin. No patient injury.